Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned , we have determined that the specific clinical observation(s) are a known inherent risk with use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned . As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that {the <<specific clinical observation(s) are a known inherent risk with use of this product. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of ingevity+ was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this lead was explanted. It was noted that attempts to reposition the lead were not successful and it was not possible to retract the helix. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that this lead was explanted. It was noted that attempts to reposition the lead were not successful and it was not possible to retract the helix. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.